Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an overstimulation sensation and pain in her "entire buttocks" which began several months ago. She had fallen about "w" months ago and again 3 weeks ago, both times landing backwards. Additional info was requested.